Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's cabinet was not properly leveled due to being placed on an undersized cart causing instability and drawer malfunction. A field service engineer (fse) confirmed with the customer that a third-party contractor resolved the issue by removing leveling legs to allow the cabinet to sit flush on the surface and performed hardware test application validation to resolve the issue. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.